Event description:
The trunck-ipsilateral leg component of the excluder bifurcated endoprosthesis (ebe) was delivered without difficulty. During cannulation of the contralateral leg hole, it was determined that the right iliac artery had been perforated by the guidewire that was noted to be extravascular. Patient's blood pressure dropped to 75mm hg systolic. A 33mm balloon was advanced to the proximal end of the ebe at which time the patient's pressure returned to 110mm hg. The contralateral limb was then deployed, effectively sealing the iliac perforation. Estimated blood loss was +200cc (internal). Patient received one unit of blood and two liters of crystalloids.